Event description:
It was reported that the peg from the bumper broke off during impaction. A delay of 0 to 30 minutes reported. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
The devices, used in treatment, was returned for evaluation. Part number 74012812: a visual inspection of the returned device confirms damage to one of the gray cam arms. Part number 74011821: a visual inspection of the returned device confirms one of the pegs is broken off. The broken peg was not returned with the device. These devices were manufactured in 2013 and 2017. These devices exhibit signs of significant wear and use. A review of complaint history on the listed parts revealed prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. These devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.